Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for two organisms: streptococcus salivarius and streptococcus oralis. The cause of the peritonitis was determined to be the patient not masking resulting in a breach of aseptic technique. The patient continued pd therapy during recovery. The patient was not hospitalized for this event. The patient recovered and was feeling better.